Manufacturer narrative:
Other text: additional information provided in b5 and h6.

Event description:
Additional information was received. It was reported that the error occurred upon starting the device up and there was no patient involvement.

Event description:
It was reported that the device had a blank screen and communication issues. It was unknown when the event occurred. No patient injury was reported.

Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. One device was received in good condition. No physical damage was reported. Unable to review device history/error log due to blank screen. Per functional testing, blank screen and constant alarm was found at power up. The complaint was confirmed. The root cause was the incomplete upload process from "base to head" by the customer. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Used "test top" to upload software and performed power up process. Cleaned and greased the worm coupling and performed all functional tests which passed.